Manufacturer narrative:
Patient identifier: (B)(6) ( different sids for same patient). All available patient information is included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false positive architect stat troponin result for a patient while running on the architect i1000sr analyzer. The following data was provided (customer¿s normal range: < 0.04 ng/ml): all results from same patient different blood sample collections sid (B)(6): patient sample run at 3 pm: 0.01 ng/ml sid (B)(6): patient sample run at 6 pm: 1.12 ng/ml sid (B)(6): patient sample run at 2 am: 0.01 ng/ml the customer reran all 3 samples and generated results of 0.0 ng/ml for all 3 samples. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely elevated architect stat troponin-I results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. Complaint activity was reviewed and did not identify an increase in complaint activity related to the falsely positive patient results. The tracking and trending were reviewed and did not identify any related trends. His historical performance of the lot 88618un21 was evaluated using worldwide data for the troponin-I assay. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for the lot 88618un21 are within the established limits. Therefore, no unusual reagent lot performance was identified for the lot 88618un21. The historical performance of the reagent lot using worldwide data will be used in place of retained file sample analysis. The device history record was reviewed and did not identify any non-conformances, potential non-conformances, or deviations. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency for architect stat troponin-I reagent lot 88618un21 was identified.

Event description:
On 11mar2022, customer reported another patient case with false positive architect stat troponin-I result that was questioned by the physician. The following results were provided: sid (B)(6): initial result: 0.46 ng/ml, repeat result 0.01 ng/ml. There was no impact to patient management reported.

Manufacturer narrative:
A1: patient identifier: (B)(6) (new patient). B5: describe event or problem: new patient case. On 11mar2022, customer reported another patient case with false positive architect stat troponin-I result that was questioned by the physician. The following results were provided: sid (B)(6): initial result: 0.46 ng/ml, repeat result 0.01 ng/ml.

Manufacturer narrative:
A1 - patient identifier: (B)(6) (4 additional patient samples) all available patient information is included. Additional patient details are not available. B5 - describe event or problem: on (B)(6) 2022, the customer observed false positive architect stat troponin-I results for 4 additional patient samples. The following data was provided: (B)(6) run on (B)(6) result: 0.00 ng/ml, repeat result: 1.53 ng/ml, repeat result: 0.26 ng/ml (B)(6) run on (B)(6) result: 0.02 ng/ml, repeat result: 0.15 ng/ml, repeat result 0.26 ng/ml (run after 8 hrs, plasma was not removed from gel) (B)(6) run on (B)(6) result: 0.03ng/ml, repeat result: 0.30 ng/ml, repeat result: 0.55 ng/ml (B)(6) run on (B)(6) result: 0.02 ng/ml, repeat result: 0.60 ng/ml (could not be repeated a second time because sample was too short) an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
On (B)(6) 2022, the customer observed false positive architect stat troponin-I results for 4 additional patient samples. The following data was provided: (B)(6) run on (B)(6) result: 0.00 ng/ml, repeat result: 1.53 ng/ml, repeat result: 0.26 ng/ml (B)(6) run on (B)(6) result: 0.02 ng/ml, repeat result: 0.15 ng/ml, repeat result 0.26 ng/ml (run after 8 hrs, plasma was not removed from gel) (B)(6) run on (B)(6) result: 0.03ng/ml, repeat result: 0.30 ng/ml, repeat result: 0.55 ng/ml (B)(6) run on (B)(6) result: 0.02 ng/ml, repeat result: 0.60 ng/ml (could not be repeated a second time because sample was too short) there was no impact to patient management reported.